Event description:
The subject ICD was implanted on (B)(6) 2017 and connected to the already implanted (sorin) ventricular lead. Reportedly, during a follow-up performed on (B)(6) 2018, one episode showing ventricular noise oversensing was found recorded in the device memory. The egm suggested that the noise resulted from electromagnetic interferences. A charge of the capacitors occurred but no inappropriate shock was delivered. Noise oversensing was reproduced by performing an isometric test when the ventricular sensitivity threshold was set to 0.4mv, but not when it was set to 0.6mv. The sensitivity value was therefore reprogrammed to 0.6mv. Normal ventricular lead measurements were observed. On (B)(6) 2018, a lead replacement procedure was performed considering the past recall of this ventricular lead model. During the replacement procedure, normal lead measurements were obtained upon lead testing by a pacing system analyzer (psa). Nevertheless, the ventricular lead was replaced. Preliminary analysis results revealed that the observed noise most probably resulted from electromagnetic interferences (emi) at 60 hz and/ or myopotentials.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20180803 - file-2018-01884 - analysis_and_closure_report_resp-2018-01016.pdf].

Event description:
The subject ICD was implanted on (B)(6)2017 and connected to the already implanted (sorin) ventricular lead. Reportedly, during a follow-up performed on (B)(6)2018, one episode showing ventricular noise oversensing was found recorded in the device memory. The egm suggested that the noise resulted from electromagnetic interferences. A charge of the capacitors occurred but no inappropriate shock was delivered. Noise oversensing was reproduced by performing an isometric test when the ventricular sensitivity threshold was set to 0.4mv, but not when it was set to 0.6mv. The sensitivity value was therefore reprogrammed to 0.6mv. Normal ventricular lead measurements were observed. On (B)(6)2018, a lead replacement procedure was performed considering the past recall of this ventricular lead model. During the replacement procedure, normal lead measurements were obtained upon lead testing by a pacing system analyzer (psa). Nevertheless, the ventricular lead was replaced. Preliminary analysis results revealed that the observed noise most probably resulted from electromagnetic interferences (emi) at 60 hz and/ or myopotentials.